Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi). The suction loss occurred during raster pattern, after the laser fired on the patient's left eye (os) due to patient movement. The doctor re-established suction and successfully completed flap and excimer treatment using a new pi. There was no loss in vision and no medical or surgical intervention reported.